Manufacturer narrative:
The insulin pump did not alarm with button error during testing. The unit had unresponsive buttons due to flattened (creased) escape and action button dome switches. No unlocked lcd keypad connector was noted. The unit also had minor scratches on the lcd window, a cracked belt clip slot, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the buttons were pressed against her body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.